Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 09070, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Additional information received reported that the outcome of the event was reported as resolved without sequelae on (B)(6) 2014.

Event description:
Additional information reported the event was resolved without sequelae on (B)(6) 2014.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the event could have led to a serious medical occurrence.

Event description:
It was reported the patient was implanted and on the day of implant they were able to successfully interrogate the device with the clinician programmer in the operating room. The device remained off for one month to allow the surgical wound to heal. The patient returned to clinic and the recharger was successfully used to verify the battery level which was reported to be at 50%. The programmer was used to activate the subject¿s device. At this time the programmer was not successful at programming the device. The clinician programmer was unable to recognize the subject¿s device and the recharger issued a 575 error code and was unable to communicate with the device. A device reset was attempted but was unsuccessful. The patient was not receiving any stimulation therapy due to the device not being able to communicate with the clinician programmer. The site has scheduled the device to be explanted (B)(6) 2014 however removal was not necessary. They were able to use a programmer to reset the device to commercial settings. An incorrect cyclic redundancy check value was written to the device by the investigational programmer; however the root cause of the error remained unknown. It was noted that this event could not have resulted in a serious medical occurrence. Patient outcome was not reported, further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.